Manufacturer narrative:
(B)(4). Device status was changed from returning to not returning. The device was not returned for analysis. The investigation determined the reported foot retraction issue, difficult to remove and treatment or surgical procedure appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device, via a 6f sheath, after a percutaneous coronary interventional (pci) procedure. Reportedly, at the end of suture deployment, there was resistance and the foot of the proglide device could not be retracted. The device became stuck and could not be removed. A cut-down surgery was performed to remove the device. Hemostasis was achieved with surgical suturing. As the patient was sent for vascular surgery, the level of anesthesia was changed to general. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.